Event description:
Nurse sustained anaphylactic reaction to latex gloves while suctioning a pt. Rptr was treated with sq epinephrine and is currently on a "complete asthma protocol", including steroids. Now disabled.